Event description:
As reported by the user facility: reports when the roller clamp was closed completely, fluid continued to drip from the end of the tubing. The nurse had to close the slide clamp to stop the dripping. Follow-up correspondence from the facility indicated that the set was primed with normal saline, and taxol was set to infuse via the med port prior to the leakage occurring. Since both the saline and taxol were involved with the infusion, the specific substance that leaked could not be determined.

Manufacturer narrative:
(B)(4). One used space pump IV tubing set, without packaging, was received for evaluation. The set was subjected to an air pressure (leakage) test according to specification with acceptable results. An additional clamp performance test was then performed according to specification with acceptable results. There was no air flow through the set when tested with each clamp closed. In an attempt to replicate the reported incident, the set was spiked to a bag of normal saline and primed. The roller clamp was then closed, and the set was allowed to hang for three hours. During this time frame, the roller clamp functioned properly and no leakage was observed at the end of the set. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned sample met requirements according to specification, and the reported failure could not be reproduced. If additional pertinent information becomes available, a follow-up report will be filed.